Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator did not allow the analysis of the patient's rhythm showing an "analysis not possible" error. The device was in use on a patient. The patient died - additional details have been requested.

Event description:
The customer reported that the defibrillator did not allow the analysis of the patient's rhythm showing an "analysis not possible" error. The customer used another defibrillator for analyzing the cardiac rhythm. The second defibrillator did the cardiac analysis but showed discharge not recommended. The doctor explained that the patient was in cardiocirculatory arrest and the defibrillator did not impact the patient death.